Manufacturer narrative:
The customer was sent a replacement transformer. The product was received on (B)(4) 2014. Though the product has been received, it has not yet been tested/analyzed by quality engineering; therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her housing on her transformer is coming apart. The customer stated that the screws of the housing came loose and the wires are exposed, which is a safety risk.